Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hair disorder ("hair problem") and skin disorder ("skin problem") and was found to have weight increased ("I look like I was (B)(6) "). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the medical device removal, hair disorder, skin disorder and weight increased outcome was unknown. The reporter considered hair disorder, medical device removal, skin disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case became incident. Previously added event injury was replaced with new events- medical device removal, weight increased, hair disorder and skin disorder was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-hell free') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hair disorder ("hair problem") and skin disorder ("skin problem") and was found to have weight increased ("I look like I was 7 months pregnant"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the medical device removal, hair disorder, skin disorder and weight increased outcome was unknown. The reporter considered hair disorder, medical device removal, skin disorder and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oopherectomy') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hair disorder ("hair problem") and skin disorder ("skin problem"), was found to have weight increased ("I look like I was 7 months pregnant") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, hair disorder, skin disorder, weight increased and oophorectomy outcome was unknown. The reporter considered device dislocation, hair disorder, oophorectomy, skin disorder and weight increased to be related to essure (ess205). The reporter commented: per pif: date of insertion: (B)(6) 2010 (as written) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified event¿ device dislocation". Essure removal date was added. Reporter was added new event oophorectomy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and oophorectomy ('oopherectomy') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hair disorder ("hair problem"), skin disorder ("skin problem") and migraine ("migranes"), underwent oophorectomy (seriousness criterion medically significant) and was found to have weight increased ("I look like I was 7 months pregnant"). The patient was treated with botulinum toxin type a (botox), butalbital;caffeine;paracetamol (fioricet), topiramate (topamax) and surgery (essure removed). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the device dislocation, oophorectomy, hair disorder, skin disorder, weight increased and migraine outcome was unknown. The reporter considered device dislocation, hair disorder, migraine, oophorectomy, skin disorder and weight increased to be related to essure (ess205). The reporter commented: per pif: date of insertion: (B)(6)2010 (as written). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new events added-migraine, concomitant drugs and reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.